Event description:
It was reported the physician was performing a hip arthroscopy using the ambient hipvac 50 arthrowand for ablation of the soft tissue. After the third pass over the tissue, the physician removed the wand from the pt portal via a slotted metal cannula. The physician noted a small amount of metal from the distal tip of the wand had broken off inside the joint space. The physician was reportedly able to remove the metal piece after approx 10 mins. Although the procedure was completed, details regarding the products and techniques used were not provided. No pt complications were reported as a result of this event.

Manufacturer narrative:
The pt's age gender and weight were not available. Eval summary: a review of the device history record found no non-conformances.